Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed an alert for upper out of range high voltage lead impedance. The patient was in chronic atrial fibrillation. It is possible the patient may have had a decrease of fluid in the tissue/lungs. Performing a controlled shock was recommended to remeasure the impedance readings. The most recent transmission did not detect an alert for the impedance issue but did so for ventricular tachycardia. No intervention was performed at this time. The patient is fine and will return to the clinic in three months. The patient will continue to be monitored remotely.